Event description:
It was reported that the tip of the screwdriver shaft (B)(4) broke off inside the tip of the head of the screw.

Event description:
It was reported that the tip of the screwdriver shaft 2107-1015 broke off inside the tip of the head of the screw.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was not confirmed. It is not believed the failure was related to patient factors. The exact root cause could not be determined as the complaint device was not returned for evaluation. If the device becomes available the investigation will be reopened and re-evaluated.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.